Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station confirmed offline. The field service engineer (fse) found the network cable connected to an incorrect wall port and corrected the connection, bringing the station online. The system time zone was corrected, followed by reboots and a full data synchronization to restore communication. Preventive maintenance was completed, and all hardware components were inspected and verified to be functioning properly. No issues on the drawer. The system functioned as intended after the field service engineer (fse) troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was in disconnected mode and experienced a drawer failure. The device was offline and unreachable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.